Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t93d3h. Device analysis: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed 14 scissored clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions / position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot t93f0h number, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch t93d3h number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure the clip applier wasn't firing. A second like clip applier was used to complete the procedure. There were no patient consequences reported.